Manufacturer narrative:
E1: reporting institution phone#: (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips bench repair technician (brt) evaluated the device and confirmed a speaker malfunction inop message was displayed on the device. The brt replaced the main board to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device had a speaker malfunction inop message. It is unknown if the device was able to produce an audible sound. The device was in use at the time of the event. No adverse event or patient harm was reported.